Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that the patient had a left total pinnacle metal on metal hip. The hip was done by dr. (B)(6). The hip was painful, and the patient had elevated metal ion levels. The current surgeon did a liner and head exchange. The cup and stem were well fixed and retained. Doi: (B)(6) 2009, dor: (B)(6) 2021, affected side: left hip.